Event description:
It was rpeorted that prior to a drug-eluting coronary treatment procedure, it was noted that the shaft of the taxus express2 delivery device was broken into two pieces. No patient injuries or complications were reported.